Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
T was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose level was not impacted. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump until the replacement pump is received.